Event description:
Alleges consumer was using his chair when a car struck the product with him in it.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.